Event description:
The complainant reported that the automated impella controller (aic) had a controller failure. The aic was removed from service and returned for investigation. There was no reported patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. Data analysis: the complaint is most likely referring to the controller error (not controller failure) alarm (opm comm crc error ¿ event set 1045) the user received on 5/7 that resolved a minute and a half later. The real time (rt) logs confirm during this time all of the optical signals go to -16384 due to the crc error. Device analysis: the failure mode was not reproduced during testing. Root cause: there was no evidence of a controller failure. The controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.